Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal left anterior descending artery with mild tortuosity, heavy calcification and 90% stenosis. A 2.5x15mm rx trek balloon dilatation catheter (bdc) was advanced without resistance and attempted to be inflated for the first time when it ruptured at 6 atmospheres. The balloon dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, the device was soaked and air aspiration was performed outside the anatomy and prior to use. Another non-abbott balloon catheter was used to complete the procedure after deploying and implanting a xience xpedition stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.